Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: needed a revision surgery to remove the hardware probable root cause: design: anchor geometry insufficient to maintain fixation during healing. Insufficient material strength. Process: anchor not manufactured to specification. Application: poor patient compliance during healing. Too much tension applied to anchor. Poor bone quality. Pilot hole preparation with incorrect instrumentation. Use of less than 2 suture tails or more than 4 suture tails. Use of suture not indicated for reelx. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that revision surgery was required to remove hardware left in the patient.